Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was "high"; however, a specific value was not provided. Customer delivered a manual insulin injection and a bolus via the pump to address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.